Event description:
It was reported that patient with this right atrial (ra) lead felt the lead due to device has moved. Boston scientific technical services (ts) referred the patient to clinic. This lead remains in service. No adverse patient effects were reported.